Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl and was unresponsive. Suspected cause was due to insulin being delivered during load fill tubing process. The customer's husband and emergency medical services gave customer sugar water to treat low bg as customer was unable to treat herself. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.